Event description:
The suspect generator has been received. Product analysis is underway but has not been completed to date.

Event description:
Product analysis was completed on the returned generator. The generator was received in end of service-pulse disabled condition. Review of the data-dump identified that the lowest voltage was recorded on the date after explant, but that the voltage had since rebound to normal levels visual analysis of the generator found potential burn marks on the generator's case, which indicates that the generator may have been exposed to an electrocautery tool. After the pulse-disabled byte was reset, the generator performed according to functional specifications with no further anomalies identified. It should be noted that electrocautery use is not recommended in labeling.

Event description:
It was reported that, during a generator replacement surgery, a new m106 generator showed an ok battery status prior to being placed in the patient; however, after being placed in the patient the battery status was low. The generator was not left implanted as it was replaced. The physician reported that electrocautery was used during the surgery. Diagnostic tests from the surgery confirmed an end-of-service (eos) battery status. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. Given that the device was at neos/eos, the low output current from both generator diagnostics test is an expected event due to the low battery. Additionally, the neos is likely due to the battery voltage increasing very slightly during the surgery, but again reaching the eos status after programming and diagnostics testing which is expected to further drain the battery. The suspect generator has not been received to date. No additional or relevant information has been received to date.